Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one interlink system solution set leaked from the valve closest to the spike. It was further reported that the rubber in the valve began to protrude while unspecified medication was running at slow rated approximately 5 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.